Manufacturer narrative:
Initial reaction included erythema. Erythema is an expected transient side effect. During a device evaluation, technician confirmed that the energy was low and greater than 20% outside of specification. Technician resolved the issue by cleaning the mirrors. Since the energy was confirmed to be outside of the specification, this event is an aro (accidental radiation occurrence) and therefore reportable.

Event description:
It was reported that the patient was not seeing any improvement after 5th tattoo removal treatment while using revlite si.